Manufacturer narrative:
Additional information: physician name received via email.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that embolization "coid" was sued for treatment of a dissecting aneurysm of a caroted artery. While delivering the coil into the aneurysm, the physician observed the coil was broken suddenly. As only half of the coil could be advanced into the aneurysm and the proximal part of the coil could not be retrieved through the microcatheter, the physician used two stents to secure the loose coil end against the vessel wall. The patient condition and procedure outcome were described as "good."

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that embolization coid was sued for treatment of a dissecting aneurysm of a caroted artery. While delivering the coil into the aneurysm, the physician observed the coil was broken suddenly. As only half of the coil could be advanced into the aneurysm and the proximal part of the coil could not be retrieved through the microcatheter, the physician used two stents to secure the loose coil end against the vessel wall. The patient condition and procedure outcome were described as "good."